Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis the technical assistance center (tac) representative indicates that missing adhesive at forceps cover, and the light guide lens was noticed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component degradation without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. A supplement report will be submitted if provided.